Event description:
It was reported that the patient experienced no stimulation post operatively (on any of the 4 programs) from their implantable neuro stimulator (ins). It was noted that the patient had a ¿great¿ experience from the trial phase of testing of the device (felt stimulation at 2 volts during trial). It was reported that telemetry was fine with the ins but noted that no intra-operative impedance check was performed as the physician did not have a clinician programmer unit to run the testing. The lead location was reported to be good so there was a concern regarding the connection between the lead and ins. Follow up information received 8 days later reported that the lead component was re-attached to the ins. The patient was reported to have functioning therapy and getting good results. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).